Event description:
It was reported that the patient's implantable neurostimulator (ins) was turning off right away and not allowing them to adjust the stimulation. The patient could feel them stimulation "right away" but then would lose the stimulation sensation. The patient was initially on program 3 at 8.5 volts. The patient was changed to program 4 at 1.4 volts where they felt the stimulation and increased to 2.4 volts then lost the sensation. It was noted that when the ins was working for the patient they urinate every 2 to 3 hours but when it was not they would go every 30 minutes to an hour. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v969904, product ID 3889-28, lot# v969904, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).